Event description:
The following has been reported by customer: a patient had been hospitalized for several days for a vaso-occlusive crisis related to sickle cell disease. They were on an agilia syring pump pca administering morphine since the weekend prior to (B)(6) 2026. During the briefing on (B)(6) the prior nurse informed the current user that she had found the pump turned off during the night and did not know how long it had been out of service. The battery was empty. The patient had changed rooms on (B)(6) and the power cable had not been reconnected afterward. During the current user's start of shift on 10feb2026, the pump was no longer delivery morphine and was triggering a "stop infusion" alarm (duration unknown). Multiple attempts to re-start the infusion failed, even though the syringe was half-full. It was noted that the infusion setup at this time did not match the one in the protocol; instead of a manifold, two 3-way were attached at the y-connection of the pump tubing. The peripheral vein appeared functional but was located on the limb affected by the vaso-occlusive crisis. After the fourth "stop infusion" alarm, I decided to place two new peripheral vein: - one on the hand dedicated to the infusion (80 ml/h) and to morphine using the appropriate tubing, - one higher on the forearm for antibiotics, analgesics, and the narcan infusion (due to morphine-related side effects). Patient's family states that they did not manipulate the pump overnight. The following day (B)(6), the setup was changed to the following: manifold placed on the peripheral vein dedicated to injectables and infusion, 2 bags of glucose were administered using 2 devices (40 ml/h each). Only 1 line was prescribed in the nursing documentation. User reinstalled the same setup as the previous day. No "stop infusion" alarm was observed. 3 days later, setup was changed again (3-way extension connected to the catheter followed by pump tubing), and the pump was in bolus mode (instead of continuous infusion). Patient reported pain at the catheter location. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.